Event description:
Customer reported that the screen froze on the insulin pump and that the numbers scrolled without input. The blood glucose reading was 127 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with moisture damage noted on keypad traces. All buttons function properly. Insulin pump was monitored. No frozen display noted. Time clock advances. No scrolling numbers or scroll bar noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection.